Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error 224 occurred due to a connector failure. The cause of the faulty connector could not be identified. The following information is stated in the instructions for use (IFU): do not insert the video connector while the electrical contacts or optical connecting part are wet and/or dirty. This may result in an electric shock, causing severe damage to the camera head and compromising patient and/or operator safety. Do not hit or bend the electrical contacts and optical connecting part on the video connector. The connection to the camera control unit may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated, and the customer¿s allegation was confirmed and found a damaged focus ring. During the evaluation error 224 (camera head communication error code) was found and was due to a bad connector. Additional findings were as follows: a faded rear cover, and switch 1 clicking is not working. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 4k camera head had unspecified damage. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: error 224 (camera head communication error code) due to bad connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.